Event description:
During the procedure, the handpiece was activated about 4 inches away from a piece of gauze. The gauze caught on fire, then the chair paper caught on fire, and eventually the chair had caught on fire.

Manufacturer narrative:
There was no patient or user injury in the reported event. However, with a fire this size, there was a potential for injury. With that being stated, conmed is filing this adverse event with the f.d.a. Facility decided not to return device.